Event description:
Revision surgery - due to metal debris causing pain in the hip.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was a painful hip and metal debris. No information was provided about any patient activities, trauma or medical contraindications that may have contributed to the need for revision surgery. The revision surgery occurred after components were implanted for approximately 10 years, 5 months. According to the d-ticket for the revision surgery, a part number 400-04-360, delta ceramic head, 36mm and a part number 400-05-004 ceramic offset sleeve +4mm, were implanted. The complaint record indicates that the shell, liner, head and sleeve were removed. It is likely that the shell and liner were replaced with competitor parts. The complaint record indicates that the original stem remains in the patient. The surgery was completed as intended with no risk or adverse event. The event occurred when the agent was not present; the components were lost or disposed of. A review of the device history records (dhrs) revealed no non-conforming material reports (ncmr's) associated with any of the components listed in the complaint. The DHR evidence indicates that all critical dimensions and specifications were met when these products were released from (B)(4). The product complaint report history was reviewed; no adverse trends were identified. Sterilization records were reviewed. All components received proper sterilization at the time of release. The root cause for the pain and metal debris was not reported. This investigation is limited in scope because explanted products were not returned to (B)(4). Possible causes of pain and metal debris include trauma, osteolysis, and wear from impingement due to malpositioned components. A definitive root cause cannot be determined without further information such as patient x-rays. There was no information reported that evidences a material, design, or manufacturing problem with the product.